Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges after riding scooter, plugged it in to charge and came back out short time later and noticed smoke coming from garage. Alleges scooter and charger caught fire and he had to use a hose to put out the fire.

Manufacturer narrative:
The device was returned and evaluated. The evaluation suggests possible harness damage.

Event description:
Alleges after riding scooter, plugged it in to charge and came back out short time later and noticed smoke coming from garage. Alleges scooter and charger caught fire and he had to use a hose to put out the fire.